Event description:
It was reported that during the implant procedure, the atrial lead exhibited high thresholds. There were multiple attempts at repositioning in order to find better measurements, but the lead helix would no longer extend or retract after more than 20 repositionings. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that blood was observed on the sleevehead of the lead. The analyst noted that the lead was returned with the helix fully extended with dried blood visible on sleevehead. Dried blood in the sleevehead prevents the helix from extending and retracting. This is not a lead failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.